Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture could not be replicated in a testing environment as the components were not returned. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices referenced in describe event or problem are filed under separate manufacturing report numbers.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using proglide devices with a 6f sheath after a peripheral interventional procedure. Reportedly, the first proglide suture was deployed; however, the knot was hard to get down. The suture was removed. A cuff miss was noticed for the second proglide. A third proglide was deployed but the knot being hard to get down; the suture was removed. Hemostasis was attempted with manual arterial compression but blood flow could not be controlled. A balloon was advanced via pedal access to achieve hemostasis along with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.